Event description:
An optometrist reported pt with halos, at lasik post-operative visit. Additional info indicated that the pt was prescribed anti-glaucoma medication and requested to follow up in two to three weeks. This report references the left eye. An additional report will be filed for the right eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).